Manufacturer narrative:
(B)(4). Date sent to FDA: 12/15/2020. H3 analysis summary: an opened sample with a detached needle and a needle/suture of product code w8702, lot # plh089 were received for analysis. The product code is double armed. During the visual inspection of the detached needle, the swage and attachment area were noted to be as expected. The suture end was examined and there is enough impression and insertion at the swage area. In addition, the suture end was noted with marks that appears to be by use of a surgical instrument. The second was intact. The condition of the sample received indicates an improper handling of the device. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the initial procedure? What is the event day and procedure date? What is the lot number? Was there any patient consequence associated with the patient?

Event description:
It was reported that a patient underwent an unknown procedure in 2020 and suture was used. During the procedure, the suture got detached from the needle. There were no adverse patient consequences reported. Additional information was requested.